Event description:
It was reported that an evaluation found the distal and proximal catheters were not occluded on a shunt that had been implanted for 8 months. However, the valve would not pass fluid. The surgeon reset the valve to 0.5, and it still would not pass fluid. Pt was reported to still be in the hospital. There was no death or injury reported.

Manufacturer narrative:
(B)(4). The valve was patent, and passed siphon and reflux testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. However, the valve failed leak testing due to a small tear on the reservoir dome. The instructions for use that accompanies the product cautions that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.